Manufacturer narrative:
A company representative visited the site and evaluated the system. The system was found to meet specifications per laser service test procedure. Posterior capsule tears are a potential consequence of cataract extraction by phacoemulsification. The conditions that increase the risk of posterior capsule tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There were no images of the optical coherence tomography scans, system settings, and video of the treatment or patient ocular history provided for clinical review. There is insufficient evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported (B)(4) (rents) in the lens capsule distal to the capsulotomy in a number of patients. Based on the position of these defects, the surgeon believes that they were caused by the laser chop pattern being too far anterior. The incident affected several eyes of several patients. Cataract procedures were completed using a three-piece sulcus intraocular lens (iol) instead of a single-piece multifocal iol.